Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (loss of prime) issue. The reporter stated that the pump was emitting loss of prime alarms daily for a week. Allegedly, the issue began when the user resumed pump function after suspending it to exercise. During troubleshooting, the reporter was instructed to change the cartridge and contact animas if the issue recurred. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.